Event description:
It was reported that this right ventricular (rv) lead exhibited impedance issues. A lead fracture was confirmed, therefore, during a device changeout procedure due to normal battery depletion (nbd), this lead was capped and surgically abandoned. No additional adverse patient effects were reported.